Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device has strength order and other thermal issue and also alleged nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device has strengh order and other thermal issue and also alleged nasal/throat irritation or soreness and the device having a strange odor. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation unable to directly address the symptoms outlined in the complaint. Also, confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box.